Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection was performed and observed that one portion of the stopcock was cracked. Due to the condition of the sample no additional tests could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection joint in the three point manifold of a clearlink system continu-flo solution set is breaking off which resulted in a leak. It was further reported that the broken piece was lodged in the tubing. The issue was identified during electroconvulsive therapy (ect) after unspecified medication had been "pushed through" the set. The set had to be replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.